Event description:
The pt's system was explanted due to staph infection.

Manufacturer narrative:
The explanted products will not be returned for eval. A review of the sterilization records for the explanted ipg and leads was found to be satisfactory. This is the final report.